Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge rapidly increased from 30% to 100%; then decreased from 90% to 1% battery life. There was no impact to the customer's blood glucose level. It was indicated that the current pump would continue to be used for diabetes management.